Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a cc4204a collamer single piece lens, +25.5 diopter, on (B)(6) 2018. The surgeon decided not to keep the intraocular lens (iol) in the patient, it appeared there might have been loose zonules. The reporter indicated there was no patient injury. The reporter indicated the explant was not due to iol. The lens will not be returned. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.